Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from healthcare provider (hcp). Hcp reported the charger was malfunctioning. Hcp reported the patient was sent a new recharger and has not any charging issues since. Hcp clarified the patient falls were not caused or associated with the patients device, and that the patient is not on a pain pump but is on vyalev. Issue has been resolved.

Event description:
It was reported that the patient woke up during the night with severe dyskinesia and unusual movements, raising concerns about the implanted neurostimulator (ins). When checking the therapy status with the patient programmer, a triangle with an exclamation point appeared, which patient services identified as the "charge the ins" screen. The patient had attempted to charge the ins all night without success, and the caller noted that charging sessions now took up to 12 hours to complete. The ins had not reached 100% in a long time, despite recently receiving a new recharger. During the call, the charging session began, but none of the indicator boxes filled. Patient services reviewed charging efficiency considerations, including minimizing electromagnetic interference, but the issue persisted. The caller shared that the patient had a history of frequent falls, had previously undergone shoulder surgery, had been in a motorized chair, and had recently begun walking again after receiving an external pain pump in 2025 (not a medtronic product), but had started falling more frequently in the past few weeks. The ins is 12 years old, and the healthcare provider previously indicated it would be good until 2027; however, the caller reported that it is no longer functioning as it did before, citing long charging times, worsening dyskinesia, and increased falls. The caller did not notice a difference after turning off the pain pump while it was charging. The patient was briefly able to fill all charging boxes, but this did not persist, and the ins battery indicator continued to flash. Patient services was unable to confirm therapy status due to unclear information from the caller and redirected them to the healthcare provider for further evaluation. The issue was not resolved during the call, and the caller planned to continue charging and follow up with the healthcare provider. See rtg0833810 for recharger replacement information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.